Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced discoloration of the packaging. The following information was provided by the initial reporter: discolouration of packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary ten (10) samples were received by our quality team for evaluation. The samples were subjected to visual inspection. The team observed a cloudy bottom web. No abnormality on the sealing portion was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The possible root cause could be due to an incoming material issue.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced discoloration of the packaging. The following information was provided by the initial reporter: discolouration of packaging.